Event description:
On (B)(6) 2012, the patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the morning of (B)(6) 2012. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown). The patient informed the cca that she had consumed less food and/or drink throughout the day of the alleged issue. The patient claimed that two hours after the alleged issue began she developed symptoms of 'nervousness and shakiness.' However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was not being used for the first time and did not need new batteries. The cca also confirmed that the patient was using the correct test strips and that they were not expired. The patient was unable to power the subject meter on manually or with a test strip during troubleshooting. The alleged issue remained unresolved at the time of troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury after the subject meter allegedly began not powering on. In addition, the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.